Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flex vision pc failing to boot properly. Defective part was returned to failure analysis and found possible frame grabber/video card failed. Fse replaced the flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.